Event description:
My inspire device had been working beautifully for about a year after final titration and I was very pleased with it. I feel I need to make that clear as I am sure that a lot of people complaining about the device not working never had the settings adjusted properly. Mine worked well. Then suddenly (after almost a year) I was waking up throughout the night every night with ferocious headaches. This went on for over a month when I had a brain MRI (for other reasons) and it was discovered that I was having an acute stroke, meaning it was happening then or within the previous week. Stunned, I thought about my headaches. This is when my husband (belatedly) reported that I had been snoring very loudly and gasping, which I had not done since before activation. I started using an overnight oxygen saturation monitor and recording the data. The data showed that my o2sats were dropping many times overnight and for prolonged periods to as low as in the 70's. (70's and low 80's are not conducive to life.) I have been using c-pap ever since because the inspire has proven unreliable and dangerous. It has taken a very long time to get my doctors to understand that it is a device problem and not just a settings problem. The problem was intermittent. My doctor is now in full agreement. He is advising its removal. Inspire, the company, denies there is any problem with my device, despite what the doctor, np, their own rep, and actual data and videos say. My doctor has irregular waveform data, symptomatic home sleep study data, video of non-tongue movement while proven activation, video of the irregular waveforms with explanation of what he (the dr) is doing while receiving the irregularities taken during an office visit, corroborating nurse practitioner with similar waveforms during full system check at other appt, corroborating inspire rep that witnessed all of the above, and home overnight o2sat data. I reported to my sleep doctor that the device would turn on and tongue movement was normal. However over time throughout the night, the device would become ineffective or sub-therapeutic. (As corroborated by the overnight o2sat data.) It was still activated, but my tongue movements were more of a gentle quiver than a protruding motion. I have time/date stamped video showing the remote turned on, the levels it was on (both corroborated by the remote uploads at the sleep doctor office) showing that my tongue was just gently quivering and that I could pronounce the entire abc's without hinderance. (You shouldn't be able to talk while therapy is on.) My doctor was amazed by the video. This was after being turned on all night and having been awake for about a half an hour. I have been using CPAP since (B)(6) 2024 when I realized my o2sats were dropping. My sats have been fine since CPAP. It has not been ruled out that the lack of therapy was causational of my stroke. It is a fact though that untreated sleep apnea (as I was before realizing my o2sats were so low) is dangerous and potentially detrimental when recovering from a stroke. Pt code: 1880, 4873, 2477. Device code: 2588. Referencing reports mw5176476 and mw5176478.